Event description:
It was reported that when patient presented to the emergency room post receiving anti tachycardia pacing shocks for atrial fibrillation with rapid ventricular response due to the device having inappropriate high voltage output issue. Patient was otherwise asymptomatic. During the episodes there was device charge time out limit was reached as well. It was recommended to replace the device. During a later follow up visit in the clinic, the device had another long charge time limit episode post patient receiving thirty shocks. Device was explanted and a new device was implanted. Patient was stable post procedure and discharged.

Manufacturer narrative:
The reported field events of inappropriate therapy and an alert for charge time limit reached were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device image was reviewed and longevity estimation was performed based on the usage information from the device image. The battery voltage was found to be normal and the device was found to have reached its expected longevity. The cause of the reported field events could not be determined.